Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds through the was, it was noted via fluoroscopy that the was had move from position. An angiogram was performed and contrast staining was noted in the pericardial space. Patient was stable; therefore, the device was deployed. At this time, patients blood pressure declined and a significant pericardial effusion was noted via transesophageal echocardiogram. A cardiac tamponade then occurred. A perforation was also seen. Pericardiocentesis was performed to drain 2 liters of blood. Protamine was administered. The closure device was then successfully recaptured and removed from the body due to failing to meet release criteria. Cardiothoracic surgeon determined surgical intervention was not necessary due to minimal remaining effusion. The pericardial drain was left in place over night and removed the following day. Patient remained stable and was discharged. Patient was seen for follow up one week post discharge and was noted to be doing well.